Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the front haptic did not folded and implant came come out of the injector very violently/suddenly and broke the capsular bag. This required an anterior vitrectomy as a secondary procedure and an sulcus lens was implanted.